Event description:
We received an allegation about discrepant sodium (na) ise assay results for 1 patient's sample tested on a cobas 6000 c501 module. Initial result: 246 mmol/l. Rerun result: 142 mmol/l. The customer noticed that the initial result was very high. So no questionable result was reported outside the laboratory and the sample was repeated. The reran result was deemed to be correct.

Manufacturer narrative:
The na electrode lot number was g21_2022 with an expiration date of 20-nov-2023. After the questionable result was received, the customer replaced the reagents in use and cleaned the ise dump disk. He calibrated the ise module and ran some checks. The customer then repeated the sample in question and confirmed the rerun result. The investigation did not identify a product problem. The cause of the event could not be determined.